Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: separation of the sleeve around the connector. The reported event of no external power alarm was confirmed via log file analysis. The log file captured a no external power alarm event on (B)(6) 2023 while both power cables were connected to the mobile power unit. The alarm event appears to be related to the loss of power from the mobile power unit. The loss of power to both power cables was simultaneous and the system reverted to the internal 11v backup battery for power. Shortly after, power was restored from the mobile power unit and all alarms cleared. The retuned mobile power unit booted up and functioned as intended. Electrical testing of the power cables did not reveal any severed or shorted condition that potentially could be related. A root cause of the no external power alarm captured in the log file could not be determined. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm : 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient stated they never touched or heard anything but the alarm recorded while staying home connected to the mpu. The mpu was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter phone number: (B)(6). Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that log files were submitted for concern of an external power hazard alarm. It was unknown what power source the patient was on at the time of the alarm. The log files showed a no external power event on (B)(6) 2023 while attached to the mobile power unit (mpu). The emergency backup battery was in use at the time of the event and the motor function was not affected. The mpu had a v-lock connector and there were no power issues noted at the apartment at the time of the event.